Event description:
While international service technician was performing periodic maintenance to the v60 ventilator, error code 110b ¿check vent: proximal pressure sensor auto-zero failed" was present in the event log. The device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. The unit was evaluated by international service technician and event log reviewed and e/c 110b confirmed. Thus the solenoid valves #3 and #4 were replaced, which resolved the issue. The unit was checked overall, cleaned, run in tests and functionally tested. No other abnormality was confirmed. Device back in service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).